Event description:
The pt reported that the infusion device does not properly display the e4 (occlusion) error and she experienced elevated blood glucose of 500 mg/dl as a result. She corrected elevated blood glucose by injecting insulin via syringe. Her normal blood glucose level is 150-200 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.